Event description:
It was reported that this patient experienced diaphragmatic stimulation with this left ventricular (lv) lead. Device reprogramming was attempted was patient continued experiencing the stimulation so the physician elected to turn off therapy for this lead. Subsequently, this lead was surgically abandoned and replaced with a new lv lead. As of today, this product has not been returned to boston scientific for full evaluation.